Event description:
Pt had a craniotomy and had hydroset implanted. Two to three months later, the pt had head pain. Scans were completed and the surgeon decided to remove hydroset - stated that pt was having a reaction to the hydroset. Pt stated that bone is seeming to be growing thicker in the region where the hydroset was. Please review uploaded pt correspondence for further info.

Manufacturer narrative:
Investigation in process but not yet complete.